Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 588 mg/dl. Cause was not known. A manual injection of insulin was delivered to address bg. The customer declined further troubleshooting with tandem technical support and declined to provide additional information.